Manufacturer narrative:
(B)(4). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "chest shapes are different, have contracture symptoms" against right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, white calcification, opening and wear abrasion. A microscopic analysis was performed which identify sharp opening in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge opening in the posterior side assessed as unidentified (tear) opening.

Event description:
Patient reported "chest shapes are different, have contracture symptoms" against right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "chest shapes are different, have contracture symptoms" against right device. Device has been explanted.